Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was off anticoagulation due to rectal cancer and was on hospice. An an unspecified date continuous low flow alarms began to be received due to thrombus in the lvad. On (B)(6) 2018, the customer requested a custom system controller to allow for the low flow alarm limit to be lowered to 2.0 lpm. The patient expired on (B)(6) 2018, the pump was not explanted. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas and the suspected thrombus could not conclusively be established through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were provided. It was reported that the patient was on hospice due to rectal cancer. The patient was having continuous low flow alarms on (B)(6) 2018 due to thrombus in the lvad. The patient was also off of anticoagulation due to cancer. The center requested a custom controller to allow the alarm limit to be lowered to 2.0 lpm. The patient ultimately expired on (B)(6) 2018 and it was stated that the device would not be explanted. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU outlines the indications of pump thrombosis, as well as how to respond to such events. In addition, this document also outlines the recommended anticoagulation therapy and inr range. The IFU and patient handbook addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events.